Event description:
The dynalink was being inserted over another company's guide wire prior to entering the sheath, when resistance was noted on the system. The dynalink then froze up and had a tremendous amout of resistance, was noted upon removal. The system broke and approximately 10 cm of the inner member separated and pulled out of the catheter. There was no patient injury reported. This is being filed based on the return product evaluation which revealed that the distal section of the catheter was separated.